Event description:
Patient taken to or for exploratory surgery with suspicion of acute incarcerated ventral hernia with ischemic bowel. While surgeon was using the ethicon linear cutter it was found not to cut. Surgeon removed the instrument and utilized another to finish the bowel resection. No injury or harm to the pt.